Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was intermittently freezing and lagging. While troubleshooting, it was revealed that the hdds needed to be replaced and the software needed to be upgraded. The biomedical engineer will purchase new hdds and have the cns software upgraded to resolve the issue.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was intermittently freezing and lagging.